Event description:
My saline breast implants are causing severe debilitating illnesses. Such as weight gain, hair loss, lupus, fibromyalgia, eye infections, sinus infections, ringing in the ears, migraines, vision issues, wrinkles, aging skin, brain fog, stroke, heart palpitations, lesions, rashes. Eye color change, muscle aches, bone aches, chronic fatigue, mold sensitivities, severe allergies that were never there before, adrenal issues, thyroid issues, lumps in my breasts, c diff, staph, cellulitis, puffy eyes, puffy face, inflammation, chemical sensitivities, ruined the quality of my life and my families. These need to be taken off the market. All breast implants need to be taken off the market. Too many are dying.